Event description:
Pt had ef of less than 20%, began having low-flow alarms of lvad. Circulatory support was called to ER to eval pt, the controllers were exchanged but the lvad continued to alarm. Lvad device speed was increased to 8200 rpm, d/c home on speed of 8000 rpms.